Event description:
It was reported that this right ventricular (rv) lead exhibited high threshold measurements and loss of capture (loc) 3 days post implant. The lead was noted to have dislodged. Surgical intervention was undertaken. The lead was explanted and replaced. No additional adverse patient effects were reported. The lead was discarded and will not be returned.